Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Product ID: 4351-35, serial# : (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4); product ID: 4351-35, serial/lot #: (B)(4), ubd: 18-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the electrodes were explanted again during the operation because they showed resistances of over 2000 ohms, despite their correct position.